Manufacturer narrative:
The involved oval bur is expected but has not yet been received for an evaluation. A follow-up submission will be filed once the device has been received and the evaluation has been completed.

Event description:
The customer reported that the 4 x 8mm oval bur broke at the etch mark while being used during an ankle fusion. The broken portion fell into the surgical site and was retrieved without complication. A 2-minute delay was reported and the procedure was completed successfully with no injury to the patient.